Event description:
In 2008, the pt's son reported that the pt continues to experience air bubbles in the insulin cartridge. He stated that last week he and his mother participated in a training session and were educated on filling the insulin cartridge. The son stated that the trainer filled the insulin cartridge that the pt is currently using and there are air bubbles present. The son stated that he fills the pt's insulin cartridges as the trainer instructed and he uses room temperature insulin. He stated that he does adjust the piston rod prior to inserting the insulin cartridge into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.